Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter postal office or zip code: (B)(6).

Event description:
It was reported that when the sterile field was broken the healthcare provider wanted to install the backup battery and was not able to close the lids with the screws attached to the system controller. It appeared that one of the washers on one of the screws was broken. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 - catalog number: corrected. Manufacturer's investigation conclusion: the reported event of an issue with the system controller backup battery screws was confirmed via the submitted picture. System controller, serial (B)(6), was not returned for analysis. The provided information stated that during implant, the system controller backup battery cover was not able to be screwed on. It appeared that one of the screw washers was damaged. There were no alarms or symptoms associated with the event. The submitted picture shows the bottom right backup battery cover screw with a removed helicoil. The helicoil removed from the screw hole would result in an issue with the screw not being able to be properly threaded. A root cause for the reported event was determined to be due to damage to the locking mechanism; however, a root cause for this damage was not conclusively determined. A manufacturing analysis task has been initiated to further investigate the issue of a damaged helicoil. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.